Manufacturer narrative:
Concomitant medical products: fr995-27 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced feelings of stimulation in their chest that was determined to be diaphragmatic stimulation. The patient followed-up with their physician and a chest x-ray indicated the left ventricular (lv) lead had come out of the coronary sinus (cs) and dislodged. The lv lead was turned off and the patient was brought in for lv lead replacement. The lv lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.